Event description:
It was reported that an angio-seal was deployed without incident, post diagnostic procedure. A femoral angiogram was performed and the groin shot looked good with no plaque noted. The patient was in bed post procedure with no problems. When the nurse got the patient to stand up, the patient felt pain in the groin. The patient developed a cold leg and started to lose the distal pulses. The patient was taken to the interventional lab for a peripheral angiogram. A embolis with a 12mm lesion was seen. The patient then went to surgery for an embolectomy. The surgery was performed without incident.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.